Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision. Asr xl - left hip. Reasons for revision: pain, alval / soft tissue reaction and raised metal ions.

Manufacturer narrative:
Additional narrative: asr revision asr xl - left hip reasons for revision: pain, alval / soft tissue reaction and rasied metal ions update oct 17, 2017: email notification from kennedys received. There is no new information added. This complaint was updated on: oct 25, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.